Manufacturer narrative:
The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the self test homing and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and jaw gap verification tests. The cut test was performed twice and the instrument passed. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. A review of the instrument logs showed no errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was further evaluated by a failure analysis engineer (fae). The initial findings were partially confirmed. The grip force test was performed during advanced failure analysis, and the instrument passed in multiple attempts. No further functional issues were found.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the vessel sealer extend (vse) instrument could no long cut and the jaws stick to the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: tissue was stuck on the instrument, and it would not cut properly. The issue occurred with two different vessel sealer instruments. Dissection of omentum was performed at the time of the event and omentum tissue was attached to the instrument. The instrument was in use around 30 minutes prior to the reported event. Tissue sticks between the jaws more frequently. The tissue was released by extracting the instrument and cleaning it with a wet gauze. No tissue was removed and there was no bleeding as a result of this event. Instrument was exchanged twice as the tissue between the jaws makes the instrument ineffective. There was delay of less than 15 minutes. The issue had no impact on patient's health.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Similar issue occurred with another vessel sealer instrument in same procedure under patient identifier # (B)(6). .